Manufacturer narrative:
Concomitant products: addrl1 ipg implanted, (B)(6) 2009 product event summary: the partial lead was returned in segments. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, loss of capture, high and undefined impedance, and possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.